Event description:
On (B)(6) 2014 the layuser/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch ultralink meter was displaying an error 1 message when he tried to test his blood glucose. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported on the same day prior to the start of the alleged issue, he felt symptoms of high blood glucose. It is unclear what the symptoms were. The patient reported testing on the meter at an unknown time on (B)(6) 2014. The patient did not state what medications he takes to manage his diabetes, or if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied having any treatment in response to his symptoms. At the time of troubleshooting the patient reported it was not the first time the meter had been used. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.